Event description:
Legal department received a letter from an attorney claiming his client received a knee replacement in 1998 and that in 2003 it was replaced because it failed. Authorization for medical records has been sent out by legal.